Manufacturer narrative:
(B)(4). A partial lead measuring 43.0cm was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic when low hv lead impedance and noise were observed. Additionally, the patient did not receive therapy for a vf episode and was converted spontaneously. A possible insulation issue was suspected due to a dark spot that was observed where the device and lead came into contact. The lead was explanted and replaced. The patient condition was good.